Event description:
Additional information received 15may2023: jugular approach was used in the procedure.

Manufacturer narrative:
Manufacturer ref# (B)(4). Additional information received 15may2023 describing, that the approach for the procedure is jugular. The fact that the approach is jugular and nothing indicates, that the filter was fully released, therefore the filter could easily be removed. No similar incident have lead to serious injuries when using jugular approach. The event is no longer reportable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the filter failed to release after the physician hit the blue release button. Patient outcome: the complainant did not report any adverse effects to the patient due to this occurrence.

Manufacturer narrative:
Manufacturers ref#: (B)(4). G4) PMA/510(k): k211875. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.